Event description:
Journal reference: tornqvist, et al. "Effects of different electrical parameter settings on the intelligibility of speech in pts with parkinson's disease treated with subthalamic deep brain stimulation. "Movement disorders - official journal of the movement disorder society. 2005 apr; 20(4): p416-423. The article evaluated the effects of different electrical parameter settings on the intelligibility of speech in pts with parkinsons disease (pd) bilaterally treated with deep brain stimulation (dbs) in the subthalamic nucleus (stn) on ten pts. The pts were implanted with model 3387 lead and 7424 neurostimulator. Reportable events: lead (n=6) and neurostimulator (n=3) - three pts (7,8,9) experienced speech deterioration with the dbs system on compared to off. Lead (n=4) and neurostimulator (n=2) two pts (2,10) experienced visual disturbances. Lead (n=2) and neurostimulator (n=1) - one pt (1) experienced both visual and speech disturbances.

Manufacturer narrative:
This report is being filed under exemption.